Event description:
Consumer complaint of low blood results. Caller normally is around 140mg/dl 2 hours after eating. Last results in memory were 48mg/dl, 46mg/dl, 42mg/dl. Blood test performed at the time of the call was 46mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (42) and the normal result (145) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill. Correction of device model: true2go.

Event description:
Consumer complaint of low blood results. Caller normally is around 140mg/dl 2 hours after eating. Last results in memory were 48mg/dl, 46mg/dl, 42mg/dl. Blood test performed at the time of the call was 46mg/dl. Based on parkes error grid analysis, the bias between the lowest result given (42) and the normal result (145) is located in zone c/d. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).